Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence due to an oversized cuff. A surgical procedure was performed, during which the aus was removed and replaced. There were no additional patient complications reported.